Event description:
Patient was scheduled for a laparoscopic cholecystectomy. On initial trocar placement using a visiport plus optical trocar from auto suture, the blade did not retract after penetrating the facia resulting in a hole in the vena cava. This resulted in massive blood loss and surgical intervention. Over 40 units of blood, ffp, platelets, cryo were needed to stabilize the patient so they could be airlifted to a higher acuity hospital for more definitive care. FDA safety report ID# (B)(4).